Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. She stated the iol rotated due to some retained viscoelastic. Additional information has been requested. There are two medical device reports associated with this event. This report is for the viscoelastic.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information. (B)(4).